Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/29/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remain implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified fold creases, one linear opening and white particles in device inner surface. A microscopic analysis and leak test were performed which identified void >1 mm in non-textured, valve-to shell-bond area, wear abrasion and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Device has been explanted.